Event description:
Reported fast flow device. The patient reported having diarrhea, mucitis and hematological toxicity. Regarding hematological toxicity, there has been no more information relative to clinical symptoms that has been able to be obtained.

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. The information contained, herein, is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.